Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a tip defect. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. This failure is commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument delivered energy on 4 of 4 attempts. There were signs of light arcing. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the thermal damage was noticed after the procedure, but no arcing was observed. There was no injury to the patient. There was no photos or video recording of the procedure for isi review.